Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that reflux was not available during a vitrectomy procedure. Following a two minute delay, the procedure was completed with no harm.